Event description:
It was reported, "the patient's skin developed redness after using the ground pad. The hospital found it eight days after c-section. She was inflamed by an allergic reaction to instillation site of tocolysis utemerin in the hospital with threatened premature labor. The hospital's dermatologist said, she was inflamed by an allergic reaction to contact with foreign material over a long time because she had had non-allergic reaction to the needle for blood collection. And she has metallic allergy." The hospital's dermatologist requested the raw materials of the dispersive electrode for patch testing of this patient. A product specification sheet was provided to the distributor to forward to the hospital dermatologist. Pictures provided exhibit the red skin irritation under the dispersive electrode as well as the thermogard dispersive electrode held next to the skin irritation.

Manufacturer narrative:
The suspect device has been discarded by the end-user and is not available for evaluation. Pictures of the devices and of the "skin irritation" are available and have been forwarded by the distributor to conmed corporation. When the quality engineering investigation is completed a supplemental report will be submitted. Suspect devices not being returned.